Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported event cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2020 on system sk1910. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed for a procedure on (B)(6) 2020 on system sk1910. With exception of the large needle driver instrument pn: 470006-12 // ln: n10191217-0169 // sn: (B)(4), all other reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. Based on the information provided at this time, this complaint is reportable due to the following: it was alleged that the patient sustained a vessel injury for which unspecified vessel repair was needed and the procedure was converted to open surgery. A review of the site's system logs found that there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. In addition, there was no allegation of a malfunction of a da vinci system, instrument, or accessory. At this time, the severity, event details, and steps taken to address a vessel injury remain unknown. Further, the root cause of the customer reported issue and intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted right radical nephrectomy procedure, there was an unspecified issue with an unspecified instrument and the procedure converted to an open surgery. The procedure started at approximately 7:30 am and a vascular surgeon entered the room at 9:30 am for vascular repair of the patient¿s inferior vena cava. The open procedure completed with no known or reported patient injury. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but additional detail was unknown. Multiple follow-up attempts have been exhausted. The following detail was unknown: the specific issue, the specific instrument(s) involved with the event, or what surgical task was being performed at the time of the event. Details of what occurred were unknown. It was unknown if there was excessive blood loss, what the estimated blood loss was, and/or if a blood transfusion was required. It was unknown what specific vessel repair was performed after the conversion to open surgery. The patient¿s current status was also unknown.